Event description:
End user called stating rear left wheel became unstable. When they checked the wheel they noticed the bearings had started to fall out. End user has had the chair since (B)(6) 2011 and has not used it all that much. End user is within the weight limit. No report of injury.